Event description:
It was reported that a patient underwent a thermal endometrial ablation in 2008. During the procedure, when the device was put into the uterus and the machine turned on, the patient experienced severe pain. The procedure continued for eight minutes and the patient was in extreme pain. The case was not aborted and the pain continued after the device was removed. The patient remained in the office for three hours with pain described as level "7" after the procedure. The patient could not walk on her own and was admitted to the hospital for hydration and pain management. The patient stayed in the hospital overnight and was discharged the next day.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.